Event description:
Rptr has been experiencing allergy symptoms for three years when exposed to latex. These symptoms include rash, itchiness, watery eyes, and sore throat. Rptr has recently been diagnosed with latex allergy. Rptr is unable to work at her present job as an rn, and is currently looking for employment in a latex free facility.